Event description:
On removal of the stent, the end portion (15 cm) broke off and was retained, requiring add'l imaging and surgical procedure to remove the retained stent portion. The pt required add'l imaging, and a surgical procedure to remove the retained portion of the device. After the retained portion was removed during a surgical procedure, no part of the device remained inside the pt. No adverse effects to the pt were reported.

Manufacturer narrative:
One stent pigtail and a 5 cm segment of the stent body was returned for eval. The stent segment was evaluated under microscopic view. Grasper marks were noted on the stent body and on the sideports of the stent pigtail. The area of separation has occurred at a sideport and the tubing at the sideport area appears to have been melted and is elongated. Darkened divet areas were noted in the stent material the length of the returned stent segment. The sideports in the stent pigtail are elongated and misshapen. The stent material appears to have been exposed to extreme heat, most likely, while indwelling and the stent segment returned appears to have been pulled to separation by using excessive force. The melted areas of the stent are indicative of the stent having been in place while a medical laser was being used. Add'l info from the customer has been requested regarding the use of a laser system prior to stent separation. According to info received from the customer, the pt is doing fine.